Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging the meter displayed an error 5 message. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.